Event description:
A malfunction alarm identified as malf 12 was reported by the customer, who confirmed that no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided assistance in resetting the pump, and the malfunction did not recur after the reset, allowing the customer to continue using the pump. Instructions were given to contact support again if the issue reappears.